Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the user experienced a frozen g5 mobile application display screen. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the frozen g5 mobile application display screen could not be determined. A root cause could not be determined.